Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Discarded by facility.

Event description:
During a convergent case with laa occlusion, the clip failed to close in the body. It was removed without intervention. During use of a second clip the orange tab came loose and deployment wires would not release. The surgeon manipulated the wire using heavy scissors and placed the clip. The procedure was prolonged 20 minutes. The patient outcome was not affected.